Event description:
I use a glatopaject devise for my multiple sclerosis medication. Several times over the last several years since I was moved to the generic medication, this generic auto jet device sticks/jams, cause loss of medicine, brushing, pain, etc. I had a severe reaction today, but a worse one back in october when I had severe bruising and pain. Had to go to the doctor. I had a deep bruise, that turned hard, and in time came to the surface and I had skin stabbing over. My husband said I looked like a zombie. I never had these issues with the copaxone device. This one feels cheap and works cheaply and causes regular issues, and makes me want to forgo using it. Its truly exhausting. I hate that insurance forced this medicine change, and now im stuck with a terrible device. These issues with the device happen very frequently. Truly, its a garbage injector. For the cost of the medication, you'd hope you'd feel confident in getting it injected.